Manufacturer narrative:
Product inquiry stated the trochanteric nail kit to be the subject product. A review of the inspection records revealed no discrepancies; in particular in the packaging process. The item reported was documented as faultless prior to distribution. The returned nail of lot code k0c71b5 doesn¿t match with the identified lot code k03d6a4 of the packaging which comes along with a set screw of lot code k03d6a4 as well. According to further information received ¿the nail was jumped out from the package spontaneously¿. A physical examination of the original packaging was impossible as the device was not returned in its original packaging. However, neither nail nor the packaging contains a popping mechanism and no evidence is available to reproduce or to confirm the reported case. Similar cases revealed that it could be assumed that the event may rather be linked to inadequate user handling of the package. Nevertheless, an exact root cause of the reported event cannot be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that the nail popped out from package when a nurse opened a package. Dr. Used spare.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the nail popped out from package when a nurse opened a package. Dr. Used spare.